Event description:
Baxter contacted the peritoneal dialysis nurse (pdrn) on (B)(6) 2011 regarding a home patient (hp) report of blood with peritoneal dialysis (pd) therapy. The pdrn stated that the hp was seen in the clinic on (B)(6) 2011 for blood and copious amounts of fibrin in the effluent and was treated for peritonitis. Loading doses of vancomycin 3gm and gentamicin 60mg were given intraperitoneally (ip) initially. On (B)(6) 2011, the hp's condition had not improved. He was then evaluated and hospitalized from (B)(6) 2011-(B)(6) 2011 peritonitis. Approximately 1 week later, the pd catheter was still not functioning due to the increased fibrin and was removed. The hp then began hemodialysis indefinitely. The pdrn could not give causality or the outcome of the event.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number (h11d25105, h11c25073, h11c09085 and h11b19078) with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis event is unknown the sample was not requested. Should additional information become available, and/or upon conclusion of baxter's investigation a follow-up report will be submitted. This is the third of five reports associated with this event.